Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under all of the button contacts and the ok button contact was misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
A family member reported that the ok button was unresponsive. The family member confirmed that the keypad was intact and he did not clean the pump.